Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient had been getting several urinary tract infections. Representative advised to change the purewick female external catheter every 12 hours and advised to stop using if from. Patient thought that the purewick was the cause of urinary tract infection. It was reported that the patient was unable to urinate while using the purewick female external catheter which caused the patient not to use it. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for the urinary tract infections.

Manufacturer narrative:
The reported event was confirmed - use related. The root cause for this failure could be "healthcare provider not aware patient has urinary retention or on appropriate use of device". The device history record (DHR) review was not required because the event was confirmed ¿ use related. The instructions for use were found adequate and state the following: "indication for use: the purewicktm female external catheter is intended for non-invasive urine output management in female patients. Contraindications: ¿ patients with urinary retention". The device was not returned.

Event description:
It was reported that the patient had been getting several urinary tract infections. Representative advised to change the purewick female external catheter every 12 hours and advised to stop using if from. Patient thought that the purewick was the cause of urinary tract infection. It was reported that the patient was unable to urinate while using the purewick female external catheter which caused the patient not to use it. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for the urinary tract infections. Per follow up via phone on 14jun2022, stated that the patient had frequent urinary tract infections and recently prescribed macrobid for the next next 3 months and the doctor was thinking like it was a combination of things caused uti's and the patient was still using the purewick because the patient was at fall risk.